Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the intermittent power could not be determined as the issue was not reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to evaluate and repair the device. The fse was not able to duplicate the reported issue. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for an unknown procedure, the visera elite video system center had intermittent power. It was noted that the event did not affect procedure as it was able to be used in the procedure. It was also noted that a field service engineer (fse) was at the site but was unable to duplicate the reported issue. There was no harm or user injury reported due to the event.